Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer, battery, and surgeon monitor. These parts were replaced. The replaced parts were sent to the manufacturer for part analysis. The system's logs were sent to the manufacturer for analysis. During part analysis there was a confirmed electrical failure with the battery and surgeon monitor. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the system became unresponsive. The rep performed a hard reboot of the system and when it was turned back on it loaded to the blue medtronic logo screen and remained there. After a long pause of time, the rep performed another hard shutdown and when it started back up again the rep was able to enter the cranial sw. After this, the system became unresponsive at the surgeon screen. A final system restart resolved the issue. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.